Manufacturer narrative:
The insulin pump passed the active current test, sleep current test and selftest. Insulin pump received with moisture damage to the electronic stack and motor. Pump failed to seat due to corroded motor home switch. Unable to perform the displacement test, rewind test, basic occlusion test, force sensor test and occlusion test to due corroded motor home switch. Critical pump error (open book image) not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump had received a critical pump error. The customer¿s blood glucose level was unknown. Customer stated that insulin pump was off because she had a low. Customer also stated that when she had a low she was passed out and her husband gave her glucose tablet. However, customer was insulin pump needs to be replaced and finish trouble shooting for low. Troubleshooting steps were provided for critical pump error. The insulin pump will be returned for analysis.